Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user¿s ilet became nonfunctional after being dropped, and a replacement device was shipped while the original device was returned. The screen was described as unresponsive, and no alerts or alarms were reported. There were no adverse health effects reported, including no hypoglycemia, hyperglycemia, or hospitalization associated with the event. The outcome included an interruption of normal device use without reported impact to the user¿s health status. An investigation was conducted following receipt and review of the returned device. Evaluation identified physical damage consistent with an accidental drop leading to device malfunction, with the screen not functioning as intended. The blood glucose control function of the system was reportedly unaffected. Based on previously established findings for similar reports, it was concluded that the cause was user-induced physical damage due to impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.